Event description:
It was reported that the insulin pump failed the battery test. A new battery was installed and the device still did not respond. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded battery tube. Further testing was not performed due to the blank display.